Event description:
It was reported to boston scientific that an endovive three-port through the peg jejunal tube was being used for replacement of enteric fistula procedure performed (B)(6) 2013. According to the complainant, during the procedure, as the tip of the jejunal tube came in contact with the pyloric region, the jejunal tube got bent in the middle. The physician attempted to reintroduce the jejunal tube but the mid-section of the jejuanl tube remained bent. Distilled water was flushed through the tube but it did not go through the tube smoothly. The procedure was not completed as another endovive three-port through the peg jejunal tube was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of jejunal tube kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown however it was reported the patient is over 18 years old.